Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The unit was requested for return and further evaluation. Upon return, the device was evaluated and underwent bench testing. The AED operated as intended throughout testing.

Event description:
An international distributor reported that their customer's AED battery pack was depleted, when tested with a spare battery pack, the AED did power on and prompted a service code. The customer did not report this occurring during patient use.